Manufacturer narrative:
(B)(4). Concomitant products: catalog #: 904759. Foreign:(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, because hospital discarded it as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an open reduction and internal fixation procedure for ankle syndesmosis, the surgeon attempted to use this product and a locking compression plate to fixate a fracture on the distal end of the fibula. While attempting to thread product through the patient, it became unable to thread through the pre-drilled hole and therefore unable to be used. The surgeon removed the product and completed the surgery using another device. No adverse events were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.